Event description:
It was reported that the cartridge was leaking from the t:lock. Customer changed the infusion set to address the issue. Customer's blood glucose was 280 mg/dl..

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.